Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 5081254/5022478.